Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the customer's issue was duplicated and errors were found which indicated communication errors. The fse replaced the gas delivery system to address the reported issue. The fse states that the hospital declined to provide patient information.